Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary 2 full height drawer 6 did not read as open. A field service engineer (fse) found that the hardstop was loose because of two sheared screws, which were replaced, but the issue persisted. Further troubleshooting identified a damaged position sensor cable, requiring part replacement, and the customer was assisted in migrating cubies meanwhile. Due to repeated and recurring drawer malfunctions the fse replaced the complete drawer assembly. After installation, configuration, and testing, the drawer functioned normally without further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, user reported failed drawer with pocket issue. Tied to recover pocket but issue still persist and drawer required maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.